Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had gone in for a post implant device check and reported to have experienced a syncopal episode during product testing. The patient was sent home and was brought back in approximately a week later. The device was checked and everything appeared to be functioning normal. No further complications have been reported.